Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 48 mg/dl were recorded by continuous glucose monitor (cgm) from 8:38:22 pm to 9:33:19 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:38:22 pm on (B)(6) 2020. On (B)(6) 2020, at 7:56:47 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
H4.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Bg cause was not known. Customer consumed soda and peanut butter crackers to address bg. Paramedics were also called to check the customer's bg, reflexes, and blood pressure. Recommendation was made to consult with a healthcare provider to discuss diabetes management.